Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7304703, UDI: (B)(4).

Event description:
It was reported that the patient was undergoing trial procedure when the physician pulled the left lead with extreme force while still in the patient's epidural space and it sheared the lead, leaving 4 contacts within the patient. The patient was given antibiotics during procedure to control potential infection. Additional information stated that the patient is doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(6), batch: 7304703, UDI: (B)(4).

Event description:
It was reported that the patient was undergoing trial procedure when the physician pulled the left lead with extreme force while still in the patient's epidural space and it sheared the lead, leaving 4 contacts within the patient. The patient was given antibiotics during procedure to control potential infection.